Event description:
Patient called back repeating information from previous call and that the recharger replacement did not make much of a difference. Patient mentioned that they still can't get a full charge and sometimes it takes charging twice which takes 4 hours; patient added they are recharging excellent. Patient noted that they can get to 70% and the controller will have been at 100% but have drained to 0%. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called back and says they got the replacement bp, controller and rtm but its still taking a long time to charge ins. It takes so long that the controller depletes all the way. Since all equipment has been replace, recommended that pt follow up with hcp/rep.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implantable neurostimulator (ins) and the issue had gotten worse in the last 2 months. Patient mentioned it was taking them maybe 2 hours to charge their implant twice a day and they couldn't get a full charge when they sat down to charge in the morning. Patient also stated sometimes the stimulation would kick off for no reason. Agent had the patient reset the controller and check damages for both controller and recharger. Patient mentioned no visible damage to the recharger or to the controller charging port. Patient mentioned that they have reset the controller multiple times. Agent asked the patient to start a recharging session and patient mentioned that they have full charge on the implant. The issue was not resolved. A request was sent to the repair department to replace the recharger. Agent sent an email to registration to update the address. Patient mentioned they had called in before and was shown how to reset the controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.